Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
In early 2008, this patient was retrospectively enrolled in the clinical study. In 2005, the patient was implanted in a gore tag thoracic endoprosthesis and on the following month, an indeterminate endoleak was reported that has not been resolved. The patient is reported to be doing well.